Event description:
See also manufacturer report 2182207-2009-04202. The pt had not charged the devices in four months. She had difficulty charging the devices due to arthritic shoulders. The stimulators would not communicate with the recharger, the clinician programmer, or the pt programmer. The physician recharge mode was attempted four times without success. The physician recommended replacing the devices with non-rechargeable systems.

Manufacturer narrative:
(B) (4) - overdischarge.